Event description:
It was reported that during testing prior to surgery the device was not operating at same speed as other devices. No harm or delay were reported. No adverse events were reported along with this event.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is complete a final/supplemental report will be submitted.

Manufacturer narrative:
This complaint was submitted under (B)(4). Review of the most recent repair record determined the unit was confirmed to not run with enough power. The rpm did not meet specification. The needle bearing, reciprocating arm and spring seal were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.